Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller d4: model #: 1420 / catalog #: 1420 / expiration date: 30-sept-2019/ serial#: (B)(6), UDI #: (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun, h4: mfg date: 04-sept-2018, h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the vad exhibited high power and the controller exhibited an electrical fault. It was also reported that the patient exchanged the controller while at home although advised not to so by the clinic. It was noted that after the exchange the vad restarted. The patient went to the hospital and was admitted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-sep-2019 / serial or lot#: (B)(6) UDI #: (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 11-sep-2018 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Review of log file data revealed motor start events with parameters outside of the typical range, failed motor starts and two controllers that exhibited unexpected losses of power. One controller was exchanged and the vad and one controller remain in use.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the loss of power was due to driveline damage in a previously repaired area.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump ((B)(6)) and two (2) controllers ((B)(6)) were not returned for evaluation. A review of (B)(6)¿s service history records indicated that the device was previously serviced and the repair actions were verified. Log file analysis revealed that (B)(6) was the primary controller in use. Log file analysis associated with (B)(6) revealed motor start events recorded on (B)(6) 2020 at 15:40:39, 17:00:35, 17:01:50, 17:02:43, 17:03:49, 17:04:51, and 17:05:15, in which the motor start parameters were atypical. Review of the event log file revealed one (1) controller power up with an associated pump start event was logged on (B)(6) 2023 at 09:28:38, indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 24% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 34% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for nine (9) seconds. No anomalies were recorded leading up to the loss of power. Log file analysis additionally revealed multiple reactivation events were logged between (B)(6) 2023 and (B)(6) 2023. The reactivation events indicated an overcurrent condition in both stators. Log file analysis also revealed several increases in power consumption above the normal operating range within the analyzed period and ninety-six (96) high watt alarms logged since (B)(6) 2023. The high watt power event is due to the increased power consumption required to run on a single stator. Two (2) vad disconnect alarms were logged on (B)(6) 2023 at 13:44:32 and 13:47:17, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting the controller exchange to (B)(6). An additional four (4) additional vad disconnect alarms were logged on (B)(6) 2023 between 1:12:18 and at 01:34:39, likely due to powering up the controller without the driveline connected. Log file analysis associated with (B)(6) revealed motor start events recorded on (B)(6) 2019 at 14:3439, on (B)(6) 2020 at 08:49:25, on (B)(6) 2020 at 08:50:24, and on (B)(6) 2020 at 14:02:38, in which the motor start parameters were atypical. Review of the event log file revealed one (1) controller power up with an associated pump start event was logged on (B)(6) 2023 at 14:04:46. Review of the data log file revealed that the controller was not in use prior to the reported event, indicating that the controller power-up event occurred during a controller exchange. Following the initial controller power up, one (1) critical battery alarm involving (B)(6) was logged at 14:04:46 due to the battery depleting below 10% relative state of charge (rsoc) and several controller power up events and reactivation events were logged on (B)(6) 2023. The reactivation events indicated an overcurrent condition in both stators. One (1) vad stopped alarm was logged at 14:04:52, indicating a physical disconnection of the driveline from the controller. Additionally, one (1) high watt alarm was logged on (B)(6) 2023 at 14:05:07. Six (6) electrical fault alarms were logged on (B)(6) 2023 between 14:17:10 and 17:47:57 and one (1) additional critical battery alarm was logged involving (B)(6) on (B)(6) 2023 at 06:08:50 due to the battery depleting below 10% relative state of charge (rsoc. The electrical fault is due to an overcurrent condition in rear stator, resulting in the pump running on the front stator only. The high watt alarm is due to the increased power consumption required to run on a single stator. Furthermore, two (2) unsuccessful motor start attempts were logged on (B)(6) 2020 at 08:49:25 and 08:50:24, indicating that the pump failed to restart after multiple attempts. The reported high power, failed motor starts, atypical motor start parameters, electrical fault alarms and controller loss of power events were confirmed. The reported driveline repair damage could not be confirmed due to insufficient evidence. The most likely root cause of the observed critical battery alarms can be attributed to the batteries depleting below 10%. The most likely root cause of the observed vad disconnect alarms can be attributed to troubleshooting during the controller exchanges and powering up the controller without the driveline connected. Based on the available information, the most likely root cause of the reported driveline repair damage may be attributed to factors such as normal wear over time or improper handling. Based on risk documentation and the available information, a possible root cause of the electrical fault alarms, observed high watt alarm and observed reactivation events can be attributed, but not limited, to an overcurrent condition can be attributed, but not limited, to a short in the driveline likely due to damage to the controller driveline port, driveline connector, and/or existing driveline damage, as described in the event details. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart event and atypical motor start parameters may be attributed to outer shroud contact that created more friction at the housing to impeller interface. (B)(6) was in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart. Based on the available information, the most likely root cause of the reported loss of power involving (B)(6) can be attributed to a controller exchange. A possible root cause of the loss of power involving (B)(6) can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Additional products: (B)(6) h3: yes (B)(6) h3: yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.